Event description:
A report was received that a physician deployed a gel mark ultra marker, however, when the probe was removed the marker tip was found to be sheared off. There was no adverse patient effect.

Manufacturer narrative:
Evaluation showed that the applicator was upside down in the mammotome. The pellets were ejected into the mammotome bowl pushing the tip up and out of the bowl. The tip was sheared off when the tip of the applicator was removed from the mammotome. Results of evaluation: there was an ultra pellet in biohazard bag along with the applicator. There was dried blood on the applicator and the pellet. The applicator tip was sheared off. The angle of the tip shear matched the angle of the mammotome notch when the applicator was viewed from the bottom.